Manufacturer narrative:
This report is filed on march 18, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to extrusion of the electrode array through the incision line. It is unknown if there are plans to reimplant the patient as of the date of this report, march 18, 2016.

Manufacturer narrative:
This report is filed on november 14, 2016.

Manufacturer narrative:
Per the clinic, the patient experienced an infection prior to the explantation of the device (date not reported).